Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-62859.

Event description:
Customer reported via phone call that she was hospitalized with low blood glucose on (B)(6) 2014. The customer stated she took a bolus for lunch then ran out to the house without actually eating her lunch and. The customer stated he was driving and his truck got stuck in mud and he then called 911. The paramedics arrived and took him to the hospital. Blood glucose value at the time of admission was 36 mg/dl. The trainer helped him make some adjustments. Customer stated that the insulin pump had been working well until recently that the display went blank. Device is un the process of being replaced and returned for analysis.